Manufacturer narrative:
A ge service representative performed an over the phone investigation. The representative advised the customer to power cycle the system which was done. The system then functioned as intended and was put back into service. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on 04/26/2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The system locked up during a procedure. No pt injury was reported.